Event description:
Customer reported that her insulin pump had a black dot on the screen. The customer also stated the esc or act button does not remove the black dot. The customer also reported there was a constant tone to her insulin pump. The customer's blood glucose was 168 mg/dl. She also stated an alarm did not occur prior to the constant tone occurring. Troubleshooting could not resolve the constant tone. The customer also reported unresponsive buttons on her insulin pump. The customer stated her dog could have stepped on the buttons, causing it to malfunction. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump was monitored for 48 hours with multiple basal rate. No unexpected audio/beep, display or black circle anomaly noted during testing. All buttons function properly. No keypad anomaly noted. All operating currents are normal. No cosmetic damage or moisture damage inside pump noted. (B)(4).